Event description:
The customer reported having high blood glucose. The blood glucose reading at time of the call was 466mg/dl. Troubleshooting was performed. The programming in the insulin pump was reviewed and found that the customer only bolused once the day prior to his visit to the medical facility. The customer sated that he went to an urgent care, but he was not hospitalized. Ran a fixed prime test and high pressure tests and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.